Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("hasd muy hysto on (B)(6)."), nephrolithiasis ("kidney stone") and intervertebral disc protrusion ("herniated disc") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concomitant products included cortisone. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion medically significant), abdominal distension ("I developed terrible bloat"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), stress ("I was majorly stressed"), fatigue ("fatigue"), agitation ("agitation"), alopecia ("hair loss") and pain in extremity ("get sore quickly if I am standing to long"). The patient was treated with surgery (hysterectomy) . Essure was removed. At the time of the report, the medical device removal, nephrolithiasis, intervertebral disc protrusion, abdominal distension, neck pain, musculoskeletal pain, stress, fatigue, agitation and alopecia outcome was unknown. The reporter considered abdominal distension, agitation, alopecia, fatigue, intervertebral disc protrusion, medical device removal, musculoskeletal pain, neck pain, nephrolithiasis, pain in extremity and stress to be related to essure. "Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, agitation, alopecia, fatigue, intervertebral disc protrusion, medical device removal, musculoskeletal pain, neck pain, nephrolithiasis, pain in extremity,stress. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hasd muy hysto on 8 oct."), nephrolithiasis ("kidney stone") and intervertebral disc protrusion ("herniated disc") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concomitant products included cortisone. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion medically significant), abdominal distension ("I developed terrible bloat"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), stress ("I was majorly stressed"), fatigue ("fatigue"), agitation ("agitation"), alopecia ("hair loss") and pain in extremity ("get sore quickly if I am standing to long"). The patient was treated with surgery (hysteroctomy) and surgery. Essure was removed. At the time of the report, the medical device removal, nephrolithiasis, intervertebral disc protrusion, abdominal distension, neck pain, musculoskeletal pain, stress, fatigue, agitation and alopecia outcome was unknown. The reporter considered abdominal distension, agitation, alopecia, fatigue, intervertebral disc protrusion, medical device removal, musculoskeletal pain, neck pain, nephrolithiasis, pain in extremity and stress to be related to essure. "Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, agitation, alopecia, fatigue, intervertebral disc protrusion, medical device removal, musculoskeletal pain, neck pain, nephrolithiasis, pain in extremity,stress. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report